Manufacturer narrative:
(B)(4) date sent: 6/8/2026 d6a: exact date is unk. Assumed first day of the month and first month of the year. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 28537, and no non-conformances related to the malfunction were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, # mw5187910, during an unknown procedure, (B)(6). On (B)(6) 2022, pt had a linx device installed surgically at (B)(6) hospital in (B)(6). The linx device is installed to reduce and restrict stomach acid from coming back into the esophagus. For 4 years this worked well and restricted acid substantially. (B)(6) 2025 - pt had a substantial increase in acid. This was unusual. Pt has been re-prescribed omeprazole and famotidine. These are 2 medications, needed in this case due to the amount of ID. Pt made dr appointments for review and consulting to figure out what was going on. In (B)(6) 2026, pt paid for an endoscopy to review placement of the linx and confirm it should be working. This showed it should be in place but without a special x ray system it was impossible to definitively tell. In (B)(6) 2026, pt had an additional review, in front of an x ray machine where they can watch pt swallow a dense fluid. This x ray showed the fluid going down and also showed the linx I e image. In this image, it is clearly obvious that the linx is no longer a contiguous ring. It is an open device, that is no longer connected to itself nor is it in a circle. The linx has come apart. Because the linx is no longer a continuous circle, that's the reason that pt has seen such an increase in acid. The linx is defective. It's come part. (B)(6).